Event description:
There was no device failure or malfunction reported. This pt was undergoing a coronary artery bypass graft procedure. The endocoronary sinus catheter was placed in the coronary sinus using fluoroscopy and transesophageal echocardiography. When dye was injected through the catheter to check placement, a second anomalous coronary sinus orifice was noted. The pt subsequently became hypotensive and underwent an emergent stemotomy. The pericardium had filled with blood causing cardiac tamponade. The pericardium was opened and an injury in the coronary sinus was repaired. The operation was completed in standard fashion. The pt fully recovered.